Event description:
The product was used during a gastric by-pass procedure. Reportedly, the instrument was difficult to open and close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.